Event description:
Customer reported that a patient had a 'reaction'. Surgeon queried the antibiotic used on the suture. Additional information requested, no further information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/29/2009. Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.